Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2017 and barbed suture was used. During the procedure, it was reported that the suture did not have barbs and did not hold. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: is the product available and being returned for evaluation? Yes procedure name : breast reduction. What tissue was the stratafix used on? Subcuticular. Was there any adverse patient consequences? No.